Event description:
A user facility reported that a pt states that she is experiencing light sensitivity, halos and prismatic colors post cataract surgery and intraocular lens (iol) implant. The iol remains implanted.